Manufacturer narrative:
Unit received with high sleep current and alarmed radio frequency pic failed self test during self test due to faulty electrical component at the radio frequency board. Unit passed the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, unexpected restart error test and displacement test. Unit received with cracked case at the display window corners and reservoir tube lip. Unit received with minor scratched display window and case.

Event description:
Customer¿s parent reported via phone call that, the customer received multiple insulin pump error alarms. Alarm did not occur during the rewind and prime sequence. The self-test was failed. The customer advised to replace the pump and refer to back-up plan. The insulin pump will be returned for analysis.